Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. For treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one of the cmf colleagues, while she was working in the hospital found out that a locking screw cold welded to a rib plate because the surgeon powered the screw in. The surgeon wanted to remove the screw, but was unable to. The screw head ultimately stripped out, and the surgeon cut the plate, repositioned and placed another plate around it and left the cut plate as well since they were unable to remove the screw. The reporter was unaware of any devices in trauma to help remove stripped out screws therefore she gave marketing a call in order to find any future solutions. The procedure was successfully completed. The adverse consequence(s) that affected the patient because of the reported event was having to cut the plate and move the bone. This report is for one (1) unk - plates: matrixrib. This is report 1 of 2 for complaint (B)(4).